Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, e. The event reported was likely the result of aseptic glenoid loosening. However, the glenoid loosening cannot be confirmed and the underlying reason and/or any contributing factors to the event cannot be confirmed as the devices remain implanted and no radiographs were provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-01-09 - equinoxe, humeral stem primary, press fit 9mm. 310-01-41 - equinoxe, humeral head short, 41mm (alpha). 300-10-15 - equinoxe replicator plate 1.5mm o/s. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported by the exactech equinoxe shoulder study, approximately 15 years and 7 months post the initial right total shoulder arthroplasty, the patient presented with aseptic glenoid loosening. It was proposed to the patient to be reviewed by another surgeon to discuss the possibility of revision surgery. The outcome is considered to be continuing.